Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm noted in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device passed the displacement, rewind, basic occlusion and prime test. It was unable to perform excessive no delivery test and occlusion test due to motor error alarms. Device had cracked reservoir tube lip, minor scratched display window, cracked display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer also received a motor position encoder error alarm. The drive support cap is recessed. The device was not exposed to a magnetic field. Blood glucose value was over 200 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.